Event description:
Revision surgery - the patient had synovitis; the surgeon removed the mp9 liner (metal poly sandwich acetabular bearing) and the femoral head.

Manufacturer narrative:
The reason of the revision surgery on (B)(6), 2013 was due to the patient developing synovitis. The outcomes attributed to this event are hospitalization - initial or prolonged. The healthcare professional indicated a significant adverse event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records and product complaint report history could not be performed without information regarding the part and lot numbers. Multiple attempts have been made to obtain more information without success. The root cause for the synovitis could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.